Event description:
Pt had potassium IV infusing at 10 meq/hr. There was a potential od due to the medication in the bag did not match the amount of time left for the infusion to finish. Emergency room charge rn notified by primary rn. Pharmacy notified, and took remaining medication and pump back to pharmacy. Emergency room md notified. Emergency room md canceled remaining med, ordered new dosage, repeat bmp and EKG. Midas 22- 8002. FDA safety report ID# (B)(4).